Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6) , ubd: 12-jul-2014, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Patient mentioned that half of the wires (agent understood patient was referring to the leads) don't work and conflict with each other. Patient then mentioned a good number of the leads were turned off. The patient was redirect to their healthcare provider to further address the issue. No symptoms were reported.